Manufacturer narrative:
Additional information received on (B)(6) 2019 that there was no patient involvement. Device evaluation: one cadd solis hpca pump was returned for analysis. Visual inspection performed, and product found with damaged lens and battery door latch spins 360 degrees (supposed to only do 90). Event history log review was performed and found no evidence of reported problem. Visual inspection and accuracy testing were performed. The customer's reported problem was confirmed. During investigation the pump found with deliver accuracy above the 3% but within the published specification of +/-6% and the customer turned the battery door latch too far. According to the investigation services repositioned the pump battery door stop, and trimmed expulsor to correct the pump reported problem. The problem source of the reported problem is unknown.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information received indicating that this cadd solis hpca pump over delivered. It was also stated that the pump's battery door was jammed. No adverse effects reported.